Event description:
The site contacted berlin heart inc. (Bhi) clinical affairs on 2025-05-12 to report that the patient being supported with an excor pediatric vad system experienced hemolysis. The patient's ldh levels increased to 2148 u/l and pfhgb 77.6 mg/dl on (B)(6) 2025. The rate on the excor active driving unit was decreased at the time of the event. Repeated lab values showed continued hemolysis and the patient was transitioned to continuous flow on (B)(6) 2025. According to the site, the excor blood pump maintained complete fill and ejection.

Manufacturer narrative:
The excor blood pump pu valves; 10 ml in/out; ø 6 mm; sn (B)(6) was in use on the patient from (B)(6) 2025 until the time of the event on (B)(6) 2025. The pump continued to remain on the patient for a further 7 days until the patient was escalated to continuous flow on (B)(6) 2025. We have reviewed the production records of the excor blood pump and the pump was produced according to our specification.